Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked case at the reservoir tube window corner and minor scratched lcd window.

Event description:
It was reported the customer was having battery issues with their insulin pump. It was found the battery drains after a few hours of use. The mother also reported several low battery alerts. The customer's mother also stated a replacement battery cap did not resolve the issue. Customer's blood glucose was 225 mg/dl. The customer was advised their insulin pump will be replaced. No additional information provided.